Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that careassist bed brake casters were not holding. The bed was located at the account and occurred during baxter servicing/testing. There was no patient involvement. No additional information is available.